Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) oversensed noise on this right atrial (ra) lead during a threshold test. A review of the arrhythmia logbook did not identify any stored episodes with evidence of noise. There was however a single instance of high out-of-range ra pacing impedances. No adverse patient effects were reported. No intervention was performed and the patient will be monitored.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.